Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high out of range pace impedance measurements were noted when it comes to this left ventricular (lv) lead as well as no pacing. The lead was explanted and will be returned while the device remains implanted. No additional adverse patient effects were reported.